Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 390 mg/dl with large ketones and it was addressed with a manual injection. System check could not be performed with tandem technical support as the occlusion alarm was not occurring at the time of the report and the supplies were changed.